Manufacturer narrative:
Further investigation revealed a broken rotor, driveshaft and other component parts. A corroded motor was identified as the probable cause of the failure. The damaged parts were repaired and the device was returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair and it overheated during the quality investigation testing. There was no pt involvement; no adverse consequence was associated with the event.